Event description:
A distributor contacted baxter (B)(4) regarding a misassembled minicap. The distributor reported the minicap's sponge came out of the minicap. There was no patient involvement, and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). (B)(6). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter; therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap was not confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.